Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a hardware low level failure and no delivery alarm. The customer's current blood glucose level was 14.5 mmol/l at the time of the incident. The customer reported the error and rewind is recurring. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked/no delivery alarm or pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Unit was received with broken belt clip rails, cracked battery tube threads, cracked case along the side of the battery tube, partially detached reservoir tube retainer, scratched case, minor scratched lcd window, missing display window cover, cracked select button keypad overlay and damaged keypad overlay texture.